Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited a low out of range shock impedance measurement of 6 ohms. Additionally, review of stored device memory noted some pacemaker mediated tachycardia (pmt) episodes. Boston scientific technical services (ts) discussed troubleshooting options. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that defibrillation threshold (dft) testing was performed and was successful in the rv coil to can configuration. A lead issue was suspected, however, was not confirmed. The physician will continue monitoring. No additional adverse patient effects were reported.